Event description:
The customer reported the system's left (live) monitor failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was shipped and replaced by the customer. No additional information has been disclosed.